Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. An inspection of the returned photographs was performed and it was determined that the returned photographs did not provide evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was unspecified damage observed in a buretrol IV solution administration set. This was identified during set-up. There was no patient involvement. No additional information is available.